Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0alxv, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient felt a jolt or shock when she walked through theft detectors at department stores. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-20894 as the patient had a revision surgery right before these issues occurred.